Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke the green screwdriver handle during normal used. The surgeon also stripped the yellow screwdriver during normal used. They need both screwdrivers replaced to the knoxville office as soon as they can replaced in the set. No surgical delay.